Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the tip was broken. The root cause for the reported issue cannot be definitely determined. Based on the inspection findings and the incident information provided, the reported failure was most likely due to accidental damage during device reprocessing, such as impact-dropped. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To prevent device damage and or patient injury, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus, the tip of the sheath was damaged. The issue was found during reprocessing. There were no reports of patient harm.